Event description:
On (B)(6), a female patient of unknown age presented for an osteoid ostoma ablation using radiofrequency. The case was performed with a normal set up. The thermo pads were placed by the treating physician set the pads. The case was successfully completed with not complications noted. There was no indication of a generator, probe for burn pad malfunction. No patient injury noted at end of the procedure. All disposable devices were disposed of at the completion of the case. A follow up with the patient approx 3-4 days later noted skin burns on the thigh. They reported as being small about quarter sized.